Event description:
As reported per clinical trial dvl-he-018: the subject patient underwent open exploratory laparotomy whipple procedure with implant of a trimmed phasix mesh on (B)(6) 2024. The midline fascia was completely closed with absorbing monofilament monomax suture; at 2 cm apart, 26 fixation suture points were achieved. The patient was discharged on (B)(6) 2024. On (B)(6) 2024, the subject patient experienced subcutaneous seroma along the laparotomy scar post implant of phasix flat mesh. No actions were taken. As reported, the adverse event (subcutaneous seroma along the laparotomy scar) has been assessed per clinician (study site investigator) as possibly related to the study device with a causal relationship to the procedure. The reported ae does not meet the definition of a sae (serious adverse event) and the definition of usade (unanticipated serious adverse device event). The severity has been assessed as mild.

Manufacturer narrative:
As reported, patient developed subcutaneous seroma along the laparotomy scar post implant of phasix mesh. The clinician has assessed the patient¿s postoperative course of subcutaneous seroma along the laparotomy scar as possibly related to the study device with a causal relationship to the procedure. However, based on the information provided, no conclusions can be made. Seroma is a clinically understood potential complication of surgery and is identified in the adverse reaction section of the instructions-for-use, supplied with the device as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, patient developed subcutaneous seroma along the laparotomy scar post implant of phasix mesh. The clinician has assessed the patient¿s postoperative course of subcutaneous seroma along the laparotomy scar as possibly related to the study device with a causal relationship to the procedure. However, based on the information provided, no conclusions can be made. Seroma is a clinically understood potential complication of surgery and is identified in the adverse reaction section of the instructions-for-use, supplied with the device as a possible complication. Addendum: h11: this supplemental MDR is submitted to update the DHR results and to correct the UDI. Review of manufacturing records shows product was made to specification. Updated fields: b4, b5, g3, g6, h2, h4, h6, h10, h11 corrected field: d4 (unique identifier (UDI)) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported per clinical trial dvl-he-018: the subject patient underwent an open exploratory laparotomy whipple procedure with concomitant procedure of tumor resection on (B)(6) 2024 during which a trimmed phasix mesh was implanted. A 3 cm overlap in all directions was achieved. The midline fascia was completely closed with absorbing monofilament suture. The patient was discharged on (B)(6) 2024. On (B)(6) 2024, the subject patient developed subcutaneous seroma along the laparotomy scar. No actions were taken. As reported, the adverse event (subcutaneous seroma along the laparotomy scar) has been assessed per clinician as possibly related to the study device with a causal relationship to the procedure. The severity has been assessed as mild. The reported ae does not meet the definition of a sae (serious adverse event) and does not meet the definition of uade (unanticipated adverse device event).